Manufacturer narrative:
This event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(4) is related to case with patient identifier (B)(4).

Event description:
It was reported that the infusion device did not provide an expected error message. No adverse event was reported. The infusion device was requested to be returned for product evaluation.